Event description:
The customer reported that the angle controls on their ree transducer are not working as expected. There was no report of patient injury. The tee transducer guide recommends that the customer perform both a visual inspection of the transducer as well as a scanplane rotation inspection prior to each use. The reported failure may have been observed during this type of routine inspection. Attempts to obtain additional information regarding this report have thus far been unsuccessful.

Manufacturer narrative:
Although our test methods have not been able to duplicate the failure mode when a tee transducer is connected directly to an m-turbo system without the use of a ttc, engineering analysis has revealed a small potential for this situation to occur. Further testing of the tee transducer connected with a micromaxx system verified that the tee transducers behave as expected. The behavior only manifests itself when used with an m-turbo system, software version 1.1.